Event description:
The customer reported that the companion 2 driver had continuous "rigth overpressure" alarms while supporting a patient. There was no patient impact. The patient was subsequently switched to the backup driver. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.